Event description:
Upon assessment of patient, blood was discovered in helium tubing. Advice to remove iabp to reduce risk of clotting or helium being introduced to patient. Marquet. FDA safety report ID # (B)(4).